Event description:
Customer reportedly obtained results of 368 mg/dl and 106 mg/dl on the advantage system within 10 minutes. Customer drank juice after obtaining results. No adverse event reported. Requested return of suspect system and replacement sent.